Event description:
The customer reported that the battery was not holding a charge and was not detected in the device. There was no reported patient involvement.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is complete.